Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the forceps stand was burnt and the adhesive part of objective lens and light guide lens was peeled off. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: according to the instruction for use (IFU), it is possible that high-energy endo therapy accessories (laser, high-frequency cauterization treatment, etc.) Were used without ensuring sufficient distance from the distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.